Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, the pd catheter was removed and the patient was undergoing hemodialysis therapy. During a call, the following was reported. On (B)(6) 2012, the patient was admitted to the hospital with peritonitis. Treatment was not reported. At the time of this report, the patient was still hospitalized. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd892638 and gd892828. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.